Manufacturer narrative:
The pump was returned and destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Conclusion code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of gablofen at 1050 mcg/ml via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that the patient's pump motor stalled on (B)(6) 2017. The patient experienced tachycardia and a return of spasticity. The patient went to the ER (B)(6) 2017 before being transferred to a different facility on (B)(6) 2017 for a pump replacement on (B)(6) 2017. The patient's pump logs showed a recurrent motor stall with no recovery after (B)(6) 2017. The pump was replaced. It was unknown what, if any, environmental/external/patient factors may have led or contributed to the issue. It was unknown if the issue was resolved. The patient's status was listed as "alive-no injury". Additional information was received on (B)(6) 2017. It was reported that the device was being returned and the cause of the motor stall had not yet been determined. The patient's pump was replaced with a new pump. No further complications reported.